Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown; acta orthopaedica belgica. 2010 jun; 76(3):347-55. This report is for an unknown pfn hip pin. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A journal article abstract was received entitled, outcome after short intramedullary nail fixation of unstable proximal femoral fractures by graeme holt, perrico nunag, kathleen duncan, alberto gregori; acta orthopaedica belgica. 2010 jun; 76(3):347-55. It is reported that 27 patients with surgical fixation of unstable, extracapsular fractures of the proximal femur were treated using with the original design proximal femoral nail, pfn. The mean age of the patients was 78. Outcomes were reviewed. Post-operative complications included proximal screw cut-out in 4 patients, superficial infection in 1 patient, symptomatic malunion in 1 patient, myositis ossificans in 1 patient and fracture secondary to further falls in one patient that did not occur intra-opertively and that was successfully managed non-operatively. This is report number 1 of 4 for complaint number (B)(4).